Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product identities were confirmed. On visual inspection and in the photographs, it was evident and noted that one of the screws has a transverse fracture along the shaft of the screw close to where the thread begins but below the self-locking thread; therefore the complaint is confirmed. On visual inspection of the other screw, it was noted that the screw is still intact, though it is evidently bent and bowing to one side, which is consistent with the screw not being able to be inserted into the bone. The sales distributor reported that the bone was cited as having been "extremely dense." Investigation results concluded that the reported event was due to patient condition, as the bone was cited to have been very dense. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported two screws broke during a surgery. The coordinator indicated this occurred due to the patient having extremely dense bone. The screws were removed with forceps, there was no patient injury and no delay to the procedure. The bone was not pre-drilled prior to inserting the screws. New screws of the same size were implanted in the same location. No known adverse event was reported. No additional patient consequences were reported.